Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the pc board is defective. Additional note states the power switch is defective (no alarm).